Event description:
Pt spontaneously called to report cadd legacy alarmed for 2nd time for no disposable tubing. Pt has 20 ml left in the cassette. Sn (B)(4). It happened first time 2 days ago in the middle of infusion and again today. Pt was sitting in a chair and not moving around. Pt switched to back up pump which is working and therapy was not affected. Informed pump will be replaced. The reported product fault occurred while in use with pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Therapy dates: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.